Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. There is no allegation of actual injury or harm resulting from use of the product. Masimo subject matter experts (smes) met to discuss this article as part of post-market surveillance on (B)(6) 2015, and identified several potential discrepancies between the study methodology and statistical techniques used during analysis. The sme quorum is conducting further review of the study.

Event description:
This complaint is intended to document product feedback captured in the following clinical study: (B)(6). The study alleges that the performance of the masimo set® lncs neo pulse oximeter is poor when arterial oxyhaemoglobin saturations are below 75%. The study also suggests that "the product tends to overestimate saturations in children with cyanotic congenital heart disease, which may have serious implications for clinical decisions."